Event description:
A surgeon reported that, after insertion, the intraocular lens (iol) was noted to have a cloudy appearance. The incision was enlarged to accomodate removal of the iol. Additional information has been requested.

Event description:
Additional info was provided by the reporter. The pt has had a good outcome following insertion of another intraocular lens. Pt's current va is 20/20.